Event description:
A ventilator was returned to a third-party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issues.